Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they were seeing the settings not available screen on their controller. Pt said they first started seeing it randomly and now they are not getting their stimulation. Pt said they receive the same message on all 3 of their groups when they try to change their stimulation. Pt mentioned they had already tried recharging the controller, ins and then increasing the stimulation and that did not resolve their issue. Pt said they have not had any recent falls or trauma and that they have an appointment with their hcp. The circumstances that led to seeing the settings not available message on the patient controller was that they had a 2nd visit with a manufacturer representative. It was noted that the battery was running down and ultimately delivering high shocks. The cause of the settings not available message is possible fraying of the wires, breakage, or shifting because it is placed in the neck. A manufacturer representative reprogrammed around where there is a shortage in the wires and hopefully this will work long-term. The issue has been resolved for about two weeks.